Event description:
It was reported that pt underwent left unicompartmental knee placement on or around 2004. Subsequently, pt experienced "popping" and instability of the prosthesis and revision procedure was performed in 2005. Femoral component was found fractured.

Event description:
It was reported that pt underwent left unicompartmental knee placement on or around 7/26/2004. Subsequently, pt experienced "popping" and instability of the prosthesis and revision procedure was performed on 9/14/2005. Femoral component was found fractured.